Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was being used to stop a bleed in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2011. According to the complainant, the clip grasped tissue, but it was not able to be released from the delivery catheter. The clip was pulled away from the tissue which caused a slight tear, but the bleed was not exacerbated. No additional clips were required to repair the tear. The clip was removed from the patient attached to the delivery catheter, and the procedure was completed using three resolution clips. Reportedly, there was an hour delay in the procedure and the scope was in a retroflex position. There were no patient complications as a result of this event. The patient's condition was reported to be okay post procedure.

Manufacturer narrative:
Patient is over 18 years old. Although the exact lot number could not be confirmed; it was reported that the complaint device originated from one of the two following lot numbers: ml000090c2 or ml000078c2. Lot # ml000090c2 device manufactured date: 7/27/2011. Expiration date: 7/31/2014. Lot # ml000078c2. Device manufactured date: 7/18/2011. Expiration date: 6/30/2014. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.